Event description:
On (B)(6) 2012, the pt reported that her infusion device displayed e3 (automatic off) and she was unable to clear the message using the check button. She received the same error two days prior, but was able to clear it using the check button. The pt tried replacing the battery, but e8 (power interrupt) was displayed and could not be cleared using the check button. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.